Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 3 different patients had 10cc foley balloons fall out completely intact. None of the patients were pushing or needed it completely and one patient had to keep a foley in place after delivery for 24 hours due to urethral healing. They also stated that they had another defective foley brought to their office that morning and it seemed that it was placed correctly with urine return, but sometime later it was found to be in the vagina with about 5 ml of fluid left in the balloon.

Event description:
It was reported that 3 different patients had 10cc foley balloons fall out completely intact. None of the patients were pushing or needed it completely and one patient had to keep a foley in place after delivery for 24 hours due to urethral healing. They also stated that they had another defective foley brought to their office that morning and it seemed that it was placed correctly with urine return, but sometime later it was found to be in the vagina with about 5 ml of fluid left in the balloon.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "imperfection in balloon due to process". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. After use, this product may be potential biohazard, handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a) law restricts this device to sale by or on the order of a physician. Do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100%silicone foley catheters, sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline guideline for prevention of catheter-associated urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.